Event description:
Information received by medtronic indicated that the insulin pump error alarm. The customer stated they were able to clear the alarm and receive request to rewind the insulin pump and complete rewind. No harm requiring medical intervention was reported. The customer was discontinue the use of device.

Manufacturer narrative:
(B)(4). S/w version 5.2a. Retainer ring=black. Customer complained on (B)(6) 2021 the pump alarmed pump error 15 and pump error 23. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 15 or pump error 23 noted. Unit successfully downloaded to thumps. Verified pump alarmed pump error 23 on 09/09/2021 12:11:10.000 in pump downloaded history. The formatted history file confirmed the pump alarmed pump error 15 alarm (line number 442 file number 38) on 09/09/2021 12:11:08.000 due to corrupted history as per global logic analysis esf3764385. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing. No pump error 15 or pump error 23 noted during test. Verified pump alarmed pump error 23 on (B)(6) 2021 12:11:10.000 in pump downloaded history. The formatted history file confirmed the pump alarmed pump error 15 alarm (line number 442 file number 38) on (B)(6) 2021 12:11:08.000 due to corrupted history as per global logic analysis esf3764385.